Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, the mtm was installed onto a golden system where the error was triggered indicating fault on the axis 1. The reported event was replicated. The mtm2 was then installed onto a patient fixture test platform (pftp) where power up failed on axis 1. Once testing was completed, the axis 1 sensor was tested and was verified to be the source of the fault. The probable root cause is attributed to electrical issues resulted from a faulty axis 1 hall sensor located on mtm. This issue can be resolved by replacing the mtm to continue with the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon side console 1 (ssc1) right master tool manipulator (mtmr) was moving on its own. The technical service engineer (tse) reviewed the system logs and found error 22005 pointing to a homing issue on the mtmr and error 23003 on the mtmr axis 7. The tse advised the customer to release the mtmr and let it complete its homing by moving through its range of motion. The customer did so but then the mtmr started to shake. The customer proceeded the case on the ssc2 where another surgeon was operating. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the customer confirmed that the master tool manipulator was moving on its own trying to home itself with the surgeon's head in and out of the surgeon side console viewer. The issue was persistent, and the customer was able to continue the case with the second console without patient injury.